Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and an enterocele. The patient underwent the concurrent procedures of posterior vaginal repair, pubovaginal sling, vaginal, colpopexy, and iliococcygeus support during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to erosion of urethral mesh of mid urethral sling. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal of foreign body and cystoscopy on (B)(6) 2008 due to recurrent uti. No additional information has been provided. (B)(4).